Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va13tsh, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Analysis of the lead (l/n va13tsh) found that the lead body was crushed but there was no significant anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturers' representative (rep) reported that the lead was placed in normal fashion. There was an impedance issue involving electrode 1, it was > 4000 ohms. Once it was noted by impedance testing, they cleaned the lead and re-seated it in the header of the implantable neurostimulator (ins). The impedance remained >4000 on electrode 1. The issue occurred during surgery. It was removed and replaced with a new lead. The issue resolved at the time of report. There was no further information provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.